Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient had been receiving dl drain line is blocked error messages during their drain cycles of peritoneal dialysis therapy. The patient discontinued use of the cycler and began performing manual treatments. After two days, it was noticed that fluid had pooled beneath the cycler. The cause and origin of the leak was unknown. The caregiver was advised to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient was able to continue using manual supplies to complete their treatment. There was no patient injury or medical intervention required as a result of the reported leak. The cassette was discarded following the leak. The patient received a replacement cycler and has been able to continue with peritoneal dialysis therapy. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.